Event description:
38f (spanish-speaking) with insulin-dependent diabetes mellitus (type 3c) c/b recurrent diabetic ketoacidosis, neuropathy, retinopathy with recent vision changes, chronic pancreatitis status-post resection, gastroparesis, hepatic steatosis, severe malnutrition, chronic foley for urinary retention, and depression presenting after nyquil ingestion in the setting of progressive nausea, vomiting, diarrhea, and poor po intake. Gi was consulted for peg-j placement, which was done on (B)(6). An avanos carflo g to j feeding tube was placed. Subsequently the kit was recalled because of uncertain sterility of the lidocaine in the kit. This was unfortunately complicated by a skin & soft tissue infection, for which she went to the operating room for debridement. She is now improving. CT scan (B)(6). Small volume gas adjacent to the feeding tube within the ventral abdominal wall, slightly increased. No associated fluid collection. Diffuse body wall edema.